Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the buttons would not work. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The corroded motor assembly occurred during visual inspection. The keypad anomaly was unable to be confirmed due to blank display and there was no damage on the keypad traces during visual inspection. The analysis identified that the insulin pump did not meet specifications.